Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient had solar panels installed outside their bedroom. They woke up one morning really shaky. No further complications were reported as a result of this event.